Manufacturer narrative:
A supplemental report will be submitted, upon completion of our investigation.

Event description:
It was reported, that, the cardiosave intra-aortic balloon pump (iabp) unit gave error "gas loss in iab circuit". The operator switched to another unit. No one was harmed.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer evaluated customer reported that unit gave error "gas loss in iab circuit" it was stated by the biomed that the operator switched to another unit. Upon my initial inspection fse verified helium gauge was indicated a sufficient supply of helium. Needle showed 3/4 full tank in the green area. Reboot balloon pump to service menu and select the pneumatic system display. Verified that the helium transducers x4 and x5 are constant. The helium psi did not decrease for x4 or x5 after monitoring for an hour. Initial reading x4 1296psi / x5 215 psi. Final reading x4 1298psi / x5 217psi. Unit passed all helium leak checks per the service manual. Was able to run the instrument in clinical mode and allow the test balloon catheter to inflate and deflate for 1 hour. Could not duplicate the error during my test. According to user manual, this error refers to a helium loss has been detected due to leak or high rate of diffusion in the iab circuit. Check for evidence of blood, check extender tub connection, or check patient stability. Did not have original catheter circuit to verify blood leakage or tubing issues. Could only verify the integrity of the helium system of the instrument. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).